Event description:
Initial report received on (B)(6) 2012: this spontaneous case was reported by a hospital physician / dermatology and involves a (B)(6) female pt. Two years ago (2010), she has been treated for the first time by another health professional with poly-l-lactic acid (sculptra, batch-no. Unk) for cosmetic skin procedure. In (B)(6) 2012, she received her second treatment with poly-l-lactic acid. Treated areas: cheeks and nasolabial folds. On an unspecified date in 2012, the pt experienced 5-7 almost non-visible, compact nodules, size: 3-4 mm. Additionally she experienced 2-3 nodules with a size of 1 cm. Up to now, no corrective treatment was performed because the nodules had been almost non-visible. An intralesional injection with glucocorticoids was under discussion. Immunological diseases, infections, and previous additional anesthetic treatment in this pt were denied. A product-technical examination ((B)(4)) was initiated. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in germany and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: a0035, a0036, a0037, a0038, a0039, a1040, a1041, a1043, a1044, a1045, a1d48, a1046, a1047, a1048, a2051, a2052, a2053, a2054, and a2056. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conformed to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Additional info received from investigation site on (B)(4) 2012. Assessment after investigation added.